Event description:
It was reported that the device was oversensing and there were several episodes of nonphysiologic sensing on the electrogram (egm). The patient had recently underwent an ablation of the right bundle and now has a wide qrs morphology. Non-sustained tachycardia (nst) episodes showed evidence of double counting of what appeared to be premature ventricular contractions (pvc). The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that the device was oversensing as there was ventricular nst (non-sustained tachycardia) less than or equal to 210 ms between (B)(6) 2011 and (B)(6) 2011, and there was vf (ventricular fibrillation) less than or equal to 190 ms average ventricular-cycle between (B)(6) 2010 17:47:27 and (B)(6) 2011.